Manufacturer narrative:
The insulin pump passed displacement test and self test. Low battery alarm was noted on long history file. Detailed trace analysis confirmed low battery alarmed and then power error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery were lasting less that two days. The customer reported that the replacement battery cap did not resolve the issue. The customer's blood glucose was 134 mg/dl at the time of incident. The insulin pump will be returned for analysis.